Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle had a loose plastic particle on the plunger. The following information was provided by the initial reporter, translated from luxembourgish to english: "loose plastic particle in front of the plunger"

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle had a loose plastic particle on the plunger. The following information was provided by the initial reporter, translated from luxembourgish to english: "loose plastic particle in front of the plunger."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0090585. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.